Manufacturer narrative:
On 10/01/2014, additional information was obtained from the patient¿s daughter (reporter) during a follow-up call. During the follow-up call, the reporter stated the patient had developed symptoms of "severe headache", which she associated with "high blood glucose", before the alleged inaccuracy. She also confirmed that the treatment received from the healthcare professional was advice for the patient to take metformin and insulin injections. Based on the additional information provided, this complaint is being re-classified as a malfunction due to meter not meeting lfs¿ accuracy criteria. There is no indication that the alleged product issue caused and/or contributed to a serious injury, since the patient¿s reported symptom and treatment correlated with the high results she was obtaining with the subject meter.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch select meter read inaccurately high in comparison to results obtained on a lab calibrated device. The complaint was classified based the customer care advocate (cca) documentation. The patient claimed that ¿two weeks¿ prior to contacting lfs she obtained a reading of ¿18mmol/l¿ with the subject meter and a reading of ¿6mmol/l¿ on the lab device. The two tests were done within 30 minutes of each other and there was no food or medication taken between to two tests. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient also detailed that ¿two weeks¿ prior to contacting lfs, after the product issue, she developed a symptom of ¿severe headache¿. It is unknown what medication the patient takes to control her diabetes and she claimed that she increased the dose of her medication ¿one week¿ prior to contacting lfs as a result of the allegedly inaccurate result. The patient reported that ¿one week¿ prior to contacting lfs she received treatment from a healthcare professional, in the form of glucose tablets/glucose gel. The patient also claimed that she obtained a blood glucose result of ¿4mmol/l¿ on a lab calibrated device, but did not specify when the result was obtained. The cca noted that at the time of the inaccuracy, an approved sample site had been used and that meter was set to the correct units of measure. The correct testing technique had been used and the strips were not expired and in good condition. Replacement products were sent to the patient. This complaint is being reported because the patient claimed that they received treatment from a healthcare professional for a hypoglycemic event after the meter issue occurred. In addition, the patient may have taken inappropriate action based on the allegedly inaccurate result.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.